Manufacturer narrative:
Philips has investigated the complaint. According to the information provided, the start-up button did not work. After several attempts, the the start-up button worked. The system was not in clinical use when the event occurred. A philips service engineer inspected the system onsite and confirmed a defective button on the control module (review module), with poor contact. After replacing the review module, the issue was resolved and the system was returned to use in good working order. Codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that, system had difficulty at start-up of the system. System was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.